Event description:
Neal anderson reported that the clock on his device was losing time and the power button was unresponsive. There was no reported impact to neal's blood glucose level. Neal declined follow-up from technical support, and further information could not be obtained.